Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided detailed instructions for resetting the pump, and the caller successfully restarted the sensor session without the error reoccurring.